Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the hospital with mild chest pain on (B)(6). Pacing was not observed by psa and the device was replaced. Patient was reported to be in stable condition post procedure.